Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. Do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 319 mg/dl. Bg level was addressed with a bolus. The school nurse watched the customer deliver the bolus (as "normal") and no assistance was needed by the customer. During a pump system check, the pump time was found to be off by 1 hour. The pump time had not been changed during daylight savings. During troubleshooting, the contact reported that the cartridges are reused.